Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is the same as previously mentioned bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder was having multiple issues with a large amount of the lot. Specifically mentioned are: broken, crashed, not fixed needle to the holder, and leak blood from rubber.

Manufacturer narrative:
Corrected device brand name: "bd vacutainer® eclipse¿ blood collection needle with pre-attached holder".